Event description:
A cracked and shattered touchscreen was reported, rendering the touchscreen unresponsive and illegible, which prevented interaction with the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.